Manufacturer narrative:
Device not returned.

Event description:
Tears and cracks are visible at the sizers. Pieces have been broken off after approx. 6 months of use. Customer reportedly followed sterilization conditions according to dfu.